Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has pulled back into superior vena cava. The physician programmed therapies off and sent the patient to home. The patient experienced extracardiac stimulation. The patient was scheduled to have lead revised and it was found that the rv lead was coiled around the device in the pocket. The lead was explanted and a new one was placed. No additional adverse patient effects were reported.